Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load sequence. Additionally, it was reported that the pump shut down unexpectedly while the customer loaded a cartridge on the pump. Customer's blood glucose level ranged from 126 mg/dl 164 mg/dl. Reportedly, customer loaded a new cartridge successfully to resolve the issue and resume insulin therapy.